Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water after 10 days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the provided photographs revealed multiple cracks and water leak between the chamber dome and the chamber base. The returned complaint mr290v vented autofeed humidification chamber was found to be highly contaminated, thus was not further analysed due to safety reasons. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water after 10 days of use. There was no reported patient consequence.